Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with the carto 3 system and a map shift occurred with no error message. During ablation, there was a map shift of about 8-10mm. The catheter was visualized in an incorrect location. However, there were no system errors or indications of patient movement. The shift was discovered by comparing the fluoroscopy image of the lasso catheter in the left inferior pulmonary vein (lipv) and the image seen on the carto 3 system. A new map was created and the procedure was continued. There was no patient consequence. This type of map shift with no error populating is assessed as a reportable malfunction as there is a potential risk to the patient.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with the carto 3 system and a map shift occurred with no error message. During ablation, there was a map shift of about 8-10mm. The catheter was visualized in an incorrect location. However, there were no system errors or indications of patient movement. The shift was discovered by comparing the fluoroscopy image of the lasso catheter in the left inferior pulmonary vein (lipv) and the image seen on the carto 3 system. A new map was created and the procedure was continued. There was no patient consequence. The bwi field service engineer arrived on site. The ep technician informed the bwi field service engineer that two additional maps were completed with no issues. The bwi field service engineer completed the atp. The carto 3 system did not pass the cube test. The bwi field service engineer used the replacement test catheter. This time, the cube test passed. The location pad and the location pad extension cable were replaced because of a non bwi related adverse event (adverse event notification sent to FDA for (B)(4) and (B)(4)). After these parts were replaced, the bwi field service engineer performed an atp successfully. The bwi field service engineer completed a preventative maintenance on the carto 3 system. The system is operational. The location pad/mag tx card kit was sent to the device manufacturer for investigation. Per the device manufacturer, although that the customer complaint was not reproduced the location pad was found failed. Despite this fact that the location pad /mag tx card passed all atp, the location pad main cable was found torn out from the location pad housing. This cable condition could cause the intermittent contact and therefore unstable the work of the location pad. Mag tx card was found operable. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.